Manufacturer narrative:
B5: duplicate reporting for claim (B)(4). There is no complaint for claim: (B)(4).

Event description:
An article was published reporting that following an implantable collamer lens (icl) implantation procedure, the patient experienced reduced visual acuity and postoperative cystoid macular edema. Medication was administered. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Corneal edema is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).

Manufacturer narrative:
Correction: b5: originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim: (B)(4).